Manufacturer narrative:
Date of event was changed to (B)(6) 2015: the journal article noted the events had occurred between january 2014 and may 2016, however, the sapien 3 expandable introducer sheath set approval date is (B)(6) 2015. As it is unknown if the event(s) occurred after the approval date. Additional information: ref. Mfg. Report numbers: 2015691-2017-03860, 2015691-2017-03861, 2015691-2017-03862, 2015691-2017-03863, 2015691-2017-03865, 2015691-2017-03866.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Majority of transfemoral access related bleeding complications are related to diseased ileo-femoral vessels and/or procedural technique during the insertion or removal of the sheath and/or dilators. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat/prevent a permanent injury from occurring. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury and is MDR reportable. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. In this case, as information was not forthcoming, there was no allegation or indication a device malfunction contributed to these adverse events. The exact reasons for the bleeding complications are unknown but maybe related to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Bibliography: frangieh, antonio h., et al. "Standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort." Structural heart 1.3-4 (2017): 169-178.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, "standardized minimalistic transfemoral transcatheter aortic valve replacement (tavr) using the sapien 3 device: stepwise description, feasibility, and safety from a large consecutive single-center single-operator cohort", reported that post tavr procedure (dates unknown) fifteen patients were found to have life threatening bleeding.